Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via daiichi regarding a patient receiving gabalon at an unknown dose and concentration via an implantable pump for spastic cerebral palsy. It was reported that the pump protruded inwards. The classification of severity was 3 (serious). The outcome of the adverse event was unrecovered. Because no symptom of infection was observed, the current condition was maintained. Regarding the treatment, ¿it was being considered.¿ it was noted that the patient wore an apparatus around the pump, and it could not be denied that this might have had some impact on the adverse event. The details regarding the apparatus were unknown, but it seemed that something had been used to cover the periphery of the pump (not an implanted device). The causality of the event was not attributed to the drug, catheter, pump, or programmer. It was unknown if the causality of the event was attributed to the surgical procedure. No further information was received regarding concomitant drug(s) and medical his tory. No further complications were reported.